Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of the provided problem description and service report. Ventilator's log files were not attached to the record. Our fse (field service engineer) was on site to investigate the issue further and found out that the o2 cell required replacement due to normal wear and tear. After replacement of the o2 cell, the ventilator functioned properly and was cleared for clinical use. The replaced part was not returned for investigation. The o2 cell/sensor is responsible for measuring the o2 concentration in the inspiratory channel. The o2 sensor uses ultrasound as measuring technique. By measuring the sound velocity and temperature of the gas mixture it is possible to calculate the proportions of the gases (o2 concentration). These parts are not included in the recommendations in the service manuals. Therefore, more detailed information is required as device's log or the claimed part for further analyze. Based on above, the exact root cause of the failure cannot be established (it would be impossible to define).

Event description:
It was reported that the ventilator failed a test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).